Event description:
The catheter was flushed but had not been inserted into the patient. The balloon was tested. The balloon would not inflate. The syringe was removed, pulled back, and re-attached to the catheter. Another attempt was made to inflate the balloon with no success. The syringe was changed and a third attempt to inflate the balloon was made with no success. The device was then removed from service. The device was never used on the patient. No patient harm noted.